Manufacturer narrative:
Product event summary: the battery (B)(6) was not returned for evaluation. A review of (B)(6)¿s manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that (B)(6)¿s serial number was programmed to be ¿-(B)(6)¿. This observation is likely related to the reported ¿no visible battery ID¿ and ¿battery ID shows up as dashes¿. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an improper programming of the battery¿s serial number during manufacturing. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer received product performance data due to the battery show no visible battery ID and shows up as "-----" (dashes) on log file analysis. Manufacturer's analysis subsequently revealed manufacturing process problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation, investigation completion, and a revision to the product event summary due to return of the device. Revised product event summary: one (1) battery was returned for evaluation. A review of the battery¿s manufacturing documentation confirmed that the associated device met all requirements for release. A review of the manufacturing documentation for the remaining devices was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. The returned battery passed visual inspection. Functional testing revealed that the battery was able to charge and provide power to a controller. Further testing revealed that the battery was programmed with an incorrect serial number. Log file analysis revealed that the battery¿s serial number was programmed to be ¿-230314036¿. This observation is likely related to the reported ¿no visible battery ID¿ and ¿battery ID shows up as dashes¿. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an improper programming of the battery¿s serial number during manufacturing. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.